Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory confirmed that therapy was available at explant. A longevity calculation confirmed that the device did not meet longevity per programmed values. A manual testing was performed, and the device passed all testing. Elective replacement indicator (eri) was declared six months ago and end of life (eol) was not declared. The device and battery behavior match that of trended units that reach eri/eol prematurely due to a higher than expected cell impedance increase.